Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "unusual plot/curves". Customer reported that they received negative n1 and n2 results, but retest of the samples would yield jagged curves. Field service was dispatched. Field service reviewed the logs and data and noted no instrument issues. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples or parts were returned for this complaint and thus, returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by field service during dispatched. H3 other text : see h10.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced false positive n1 and n2 results. Confirmatory testing was performed with the results coming back negative. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "441916 - instrument max clinical n1 and n2 positive samples were negative when retested because the curve was jagged."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced false positive n1 and n2 results. Confirmatory testing was performed with the results coming back negative. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "441916 - instrument max clinical n1 and n2 positive samples were negative when retested because the curve was jagged."